Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to loosening and subsidence.

Manufacturer narrative:
Correction - b5, h6 (results code). The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: with the provided CT scan, loosening of the tibial component with the dislocation and subsidence can clearly be confirmed. The talar component also shows clear signs of loosening and of subsidence anteriorly. Therefore, both loosening and migration can be confirmed for the components. The underlying cause is unclear. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.